Event description:
It has been reported to philips that wired footswitch was defective. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that wired footswitch was failing. The wired footswitch has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure got completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue due to the defective footswitch key break. Fse replaced the wired foot switch and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.